Manufacturer narrative:
The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl - suspected.

Event description:
Regulatory agency reported "bia alcl report provided by the abdr". While it has been reported that this is a "pathology-confirmed case of anaplastic large cell lymphoma", diagnostic testing and the markers of cd30 positive and alk negative have not been reported or confirmed. Affected side is left. The device has been explanted.